Manufacturer narrative:
The leak was discovered by a beckman coulter, inc. (Bec) employee in hardware development department of bec. The root cause of the leak is unknown. (B)(4).

Event description:
A beckman coulter, inc. (Bec) employee reported that the coulter trucolor wright giemsa stain, lot #0625310, was leaking a small amount of stain around its cap. Initially, the seal around the cap had a small area of blue discoloration; but upon being set in an upright position, the entire seal became blue and evidence of the stain was found on the outside of the bottle. The bec employee observed this phenomenon with all four bottles of 2-liter stain; however, none of the 50-milliliter bottles presented this issue. The bec employee stated that no one was exposed to or affected by the leak.